Event description:
The patient is exhibiting signs of infection or irritation. A drain was implanted a few days after surgery. In 2002, an irrigation and debridement procedure was performed on the pt.